Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing data in carelink report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-7333.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the logs, we observed that on (B)(6) the patient changed the phone time to (B)(6) 2026, and then corrected it shortly after. However, the application had already recorded this time change event. The same time change is also reflected in the praas report, as the event was captured in the snapshot. We requested the helpline to confirm with the patient whether this time change was done intentionally. Due to this time discrepancy, the affected data has been corrupted and cannot be retrieved. Issue confirmed. Helpline informed the team that the issue has been resolved from the patient's side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.